Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported communication issue between pump and mobile application, noticed a discrepancy between the sensor glucose and blood glucose values that triggered a threshold suspension, and alleged that the pump was under delivering the insulin. The customer reported blood glucose value of 210 mg/dl. The type of treatment given for hyperglycemia was unknown. The event involved product(s) mmt-243a, mmt-7040ma, mmt-6101, mmt-332a, mmt-1884. Troubleshooting was performed for difference between glucose values. The customer reported a sensor glucose value of 99mg/dl at the time of incident. The difference between glucose values were within the acceptable range. Insulin delivery was suspended due to difference in glucose values. Troubleshooting was partially performed for loss of communication, and the customer declined further troubleshooting. Unable to complete troubleshooting or provide instructions, insufficient information to escalate. Troubleshooting was partially performed for hyperglycemic event, and the customer declined further troubleshooting. The customer was using the pump for 48 hour before the reported event. The customer was not using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-243a, mmt-332a, mmt-1884. Product return is not applicable for non physical devices mmt-6101. Mmt-7040ma was requested and customer response was the device will be returned. The customer will discontinue using the device.